Event description:
(B)(4). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient expired following knee surgery. The proximal left anterior descending (lad) and 1st diagonal via t-stenting technique was treated with a 2.5x16mm taxus express study stent and proximal to the main vessel was treated with a 3.0x18mm non-bsc stent with a small overlap in the left main and up to the taxus stent in the lad. Residual stenosis in both main vessel and side branch was less than or equal to 30%. The distal circumflex (cx) was treated with a 2.5x16mm taxus express study stent. Residual stenosis was less than or equal to 30%. The left posterolateral and posterior descending were wired. Both branches were treated with a 3.0x23mm taxus express study stent and distal to main vessel a 2.5x17mm taxus express study stent. Per translated source document: "a large dissection occurred from the main stem to the lad and circumflex and a little into the aorta in a retrograde direction just before the stent. Occlusive dissection in the left main left anterior descending, and circumflex after implantation of the stent." The patient underwent resuscitation and implantation of a 3.0x32mm taxus express study stent proximal to the main vessel stent. Residual stenosis in both the main vessel and side branch was less than or equal to 30%. The 1st diagonal was revascularized due to "unable to dilate lesion." During the index, the patient had elevated cardiac enzymes which were reported as myocardial infarction. Two days post-index, the patient developed ventricular fibrillation. The patient was discharged 4 days later on aspirin and clopidogrel. In (B)(6) 2005, the patient was admitted for chest pain. The 99% stenosed left main was treated with a 4.0x8mm taxus stent. Residual stenosis was less than or equal to 30%. In (B)(6) 2010, post index procedure, the patient died after a knee operation.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).